Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of three submissions from the same event. The others are (B)(4). The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed the delivery cannula's distal tip had broken off at the spiral weld. The event description states that the user tried "to turn the cinch's angle and the needle broke". No other visual anomalies found. Complainant's event typically caused by leveraging/prying the device during implantation procedure. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was attempting to use an ar-4502, speed c" curved needle with 2 peek implants and 2-0 fiberwire, lot: 10052515 ((B)(4)). As the surgeon inserted the needle into the meniscus he tried to turn the cinch's angle and the needle broke. The needle did not break off completely. Another speed cinch from an unknown lot was opened and used successfully. The surgeon then went on to repair a different part of the meniscus using an ar-12990 knee scorpion, lot unknown ((B)(4)) and an ar-12990n knee scorpion needle, lot unknown ((B)(4)), which applied too much tension on the successfully seated implants, causing one to come out. The surgeon then performed a menisectomy instead. No patient injury.